Event description:
Lgb procedure. Dlu inserted into small bowel and closed to mid-range. After typical firing sequence pc indicated incomplete firing, and dlu would not open by remote. Used manual release unsuccessfully. Anastomosis was resected with cautery, leaving a 2cm hole in pouch requiring repair. 5 hours were added to the case.